Event description:
It was reported that the patient was experiencing inadequate pain relief and was successfully reprogrammed. It was noted that the ipg was depleting faster due to high rate programs. The patient underwent a revision procedure.